Event description:
Philips received a complaint by the biomed customer on the v60 indicating that the device was not secure to the stand. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Resolution and disposition are pending - investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that there was nothing wrong with the stand, it was secured when it was observed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it was confirmed unit did meet product specifications. No fault with the v60 device, it did not indicate that there were any allegations of a defect or malfunction related to the identity, quality, durability, reliability, safety, effectiveness, or performance of the devices. It is also confirmed that the stand was secure to the device, no issue.